Event description:
During the initial implant procedure, a helix anomaly was observed on the right atrial (ra) lead, causing the ra lead to be unable to be successfully positioned. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were unable to implant and a helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood.